Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, it was noted that the proximal seal of the port had a very small tear in it. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.